Manufacturer narrative:
(B)(4)

Event description:
It was reported that no vibration on the pump and mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
On 07/03/2019, (B)(4) patient reported no alerts or vibration on the tandem pump and the g6 application (B)(4) 7/5/2019, added email sent to tandem to alert of issue.